Event description:
A patient experienced red eyes with pain and burning, moderate myalgia, photophobia and arthralgia. The patient's symptoms appeared six to eight hours following the hemodialysis session. The patient was treated with tobradex ophthalmic drops. Reportedly, the patient's symptoms would diminish during the interdialytic interval, then increase in intensity with the next dialysis session with a ca membrane. This occurred over the next two dialysis sessions. The symptoms gradually diminished after the patient was changed to a cahp 210 dialyzer in october 2003. The physician at the center reports the patient is fully recovered.